Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The field service engineer (fse) inspected the device and replaced the front bezel/power switch assembly. The ventilator passed all tests and operated within the manufacturing specifications. The front bezel was return for analysis. An investigation was performed and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated errors related to alarm light emitting diode (led)failure. There was no patient involvement.